Event description:
It was reported that the insulin pump delivered two boluses to the customer. The bolus history was reviewed, and the mother stated that the second bolus was not programmed by the customer. It was stated that the first bolus was 2.8 units for lunch, and it was followed by a 2.5 unit bolus four minutes later. It was stated that the mother and patient were very uncomfortable using this insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Downloaded history file showed a time/date change from (B)(4) 2008 to (B)(4) 2014. Unable to verify bolus anomaly of 2.5 units or 2.8 units due to corrupted history files. Insulin pump was programed with multiple test boluses and all boluses delivered and recorded properly. No bolus anomaly was observed during testing.